Event description:
It was reported that the patient was scheduled to have an implantable neurostimulator (ins) replacement on (B)(6) 2015, but then fell on (B)(6) 2015 and the reporter believed ¿it had done something to the wire and it was not working now.¿ the patient could not walk, do anything, or barely maneuver since the fall. The reporter took the patient to the emergency room (ER) because she thought the battery ¿had given out, which it had however she was told that it was not dead, it was still working somewhat, had a little juice left but they ended up replacing it.¿ the reporter stated that the patient ended up having the battery replaced on (B)(6) a week prior to the report. It was unclear if there was a wire issue or what the patient outcome was, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389-40, lot# j0555401v, implanted: 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).